Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted due to a decrease in performance. The results of integrity (B) (6) 2009 indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6), 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
Boston scientific crm received information that this device was part of a system explant due to infection and pocket erosion. The field representative (fr) stated the physician wanted the device and leads sent to the hospital lab for analysis. The fr confirmed there was no issues with the device and leads functionality.

Manufacturer narrative:
(B) (4)